Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, it was reported that, during a robotic laparoscopic procedure, the endoscope image was flickering. There was no patient injury. No death or (unanticipated) serious deterioration in state of health reported.